Event description:
It was reported that low pacing impedance and externalized conductors were observed on the right ventricular lead. The lead was explanted and replaced. The patient was in stable condition following the procedure.